Manufacturer narrative:
During a walkthrough in the actual line to detect potential causes, it was observed that all procedures are being followed accordingly. Ten samples with lot number 6257103364 were received for evaluation. As part of the analysis the samples were visually inspected; the physical samples received present small loose sponge fragments. The reported condition by the customer was confirmed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The component, x-ray detector sponge, 4"x 8", 12 ply is produced by external supplier and the assembly process consists of a pick and place operation. There is no additional inspection on the line to detect the condition reported. A suppliers corrective action report (scar), corrective and preventative actions (CAPA) were documented based on a similar condition applicable for gauze. Currently the scar is closed with no issues during effect iveness and has since been implemented. The root cause was attributed to the machinery. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an or kit. The customer reports shedding small sponge fragments, like snow was found on the product. The customer states this has been going on for over 6 months and the exact quantity is unknown. No medical intervention has been required.